Event description:
It was reported that the patient went into ventricular tachycardia but the device was "inappropriately programmed" to treat ventricular fibrillation only. Ambulance personnel found the patient unconscious. The rhythm degraded into ventricular fibrillation and was noted to be intermittently undersensed. The patient received a shock while receiving cardiopulmonary resuscitation. A lead integrity alert was also noted to be triggered for oversensing. The device was turned off while the patient was hospitalized. At a subsequent office visit, the device was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular sic was 91 in last 2 hours. Analysis of the device memory indicated rv (right ventricular) undersensing information. Instances of undersensing was noted in episode #21. Concomitant products: 1258t st. Jude lead, (B)(6) 2014; a 1999-46 st. Jude lead, (B)(6) 2014; a 305u221 tissue valve, (B)(6) 2013; a 680r28 heart ring, (B)(6) 2008. (B)(4).